Event description:
Pt required surgery to replace a failed breast implant that had been placed in 2006. Approximately 3-4 weeks before surgery the pt noted the implant had deflated and sought out the surgeon for evaluation and replacement. The surgeon noted in his dictation after surgery that the implant was deflated and appeared ruptured.====================== health professional's impression======================